Event description:
Event description guidant received information that the patient with this device was in the hospital due to frequent premature ventricular contractions. The hospital indicates there were rates in the 40s. The device is on an advisory. The device was checked and no issues were noted. The arrhythmia logbook confirms the patient had a tachycardia episode.